Event description:
Customer reported a past low blood glucose event, with the lowest level being 44 mg/dl. Low bg cause was not known. Customer took action by consuming carbohydrates and tablets to address the low glucose level. Technical support advised the customer to consult their healthcare provider regarding potential factors affecting blood glucose levels.